Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead exhibited high capture thresholds and high impedance values when positioned initially. The physician repositioned the lead multiple times to obtain optimal electrical measurements. However, the last time it was attempted to be repositioned, the helix did not extend. The lead was removed from the patient's body and examined. It was noted that the lead helix did not extend. Another lead was implanted successfully. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance and loss of capture (loc). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. However, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead exhibited high capture thresholds and high impedance values when positioned initially. The physician repositioned the lead multiple times to obtain optimal electrical measurements. However, the last time it was attempted to be repositioned, the helix did not extend. The lead was removed from the patient's body and examined. It was noted that the lead helix did not extend. Another lead was implanted successfully. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance and loss of capture (loc). No adverse patient effects were reported. Subsequently, the lead was returned for analysis.